Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Customer reported that the plastic part of the tibial plate impactor keeps on coming off during sterilization.